Event description:
It was reported that a transfer set experienced touch contamination during the set-up of automated peritoneal dialysis (apd) therapy. The home patient (hp) indicated that the exposed transfer set touched the outside of the tubing on the homechoice (hc) cassette. Nothing unusual was noted with the supplies. A technical service representative (tsr) instructed the hp to start therapy over using new supplies. Furthermore, the hp was instructed to contact their registered nurse (rn) and inform them of the contamination concern. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and a lot number was unknown, a device analysis could not be completed. However, the home patient (hp) indicated that the exposed transfer set touched the outside of a cassette line which lead to a breach in the sterile fluid pathway. The homechoice and homechoice pro apd systems patient at-home guide¿ instructs the user to follow aseptic technique taught by your dialysis centre when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.